Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes, chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient had been given medical intervention by paramedics due to hypoglycemia. The patient became unconscious while driving and crashed his car. The patient's blood glucose levels had dropped to 45 mg/dl while wearing the pod between 4 and 24 hours. The patient came to after the accident, where paramedics administered 1/2-3/4 bag of dextrose and had given him glucose tablets. They also had him eat a peanut butter sandwich. The patient refused to be admitted to the hospital and the paramedics left once his bg was 111mg/dl. Due to the accident the patient may have broken his nose and thumb.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to the pod over delivering insulin. Investigation found an 0x1c alarm. An 0x1c alarm occurs at 80 hours of pump operation. This is a design parameter of the device that causes planned disruption of the pods ability to deliver insulin. Tears were identified on the adhesive pad. Although it was damaged, the timing and cause could not be determined.